Event description:
A patient reported issues with the top button's responsiveness of their device. There was no reported impact to the customer¿s blood glucose level. The patient declined further inquiry, follow-up, or troubleshooting assistance, and no further action was required.